Manufacturer narrative:
This is a final report. The device was returned and an investigation utilizing the returned meter (serial no: (B)(4)), retained test strips (lot no: 0923219) and retained control solutions (lot nos: 9f1p11 and 9f3p10) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. A review of the meter's internal memory log revealed no results were obtained on (B)(6) 2011. However, there was a result of 109 mg/dl which was received on (B)(6) 2011.

Event description:
Customer reported receiving erratic readings on her freestyle lite blood glucose meter. However, the only reading customer was able to report was a reading of 320 mg/dl, which was reportedly received on (B)(6) 2011. Customer further reported experiencing lightheadedness, tremulousness and a "bad" headache. Customer self-presented to a local healthcare facility where a reading of 109 mg/dl was received on an unknown brand of meter. Customer was diagnosed with severe hypoglycemia and was given "a shot in (her) hip". There was no report of death or permanent injury associated with this event.